Event description:
It was reported that 3-4 months following the implant of an inflatable penile prosthesis, the patient indicated the cylinders deflated during sex. It happened always on certain positions like missionary and sometimes in other positions, for example, when woman is on top. Deflation was not total but rigidity was not enough for sex. The patient noticed that if he tried to squeeze the bulb to re-inflate after deflation happened but it would not inflate anymore. Then if he quickly pressed the release button, without deflate it fully. The patient felt like a little "click" and then could re-inflate it. Then he was able to have sex again. After 2 minutes it would deflate again and repeat the operation. It looks like a valve issue, like deflate mechanism is activating on its own without pressing the release button. The patient tried to reset the pump multiple times with the surgeon but the issue persists during intercourse. The physician was unable to recreate the problem in the office.

Manufacturer narrative:
MFR report number 2183959-2020-03385 was determined by the manufacturer to be a duplicate report to MFR report number 2183959-2020-02604. Device evaluation: product analysis confirmed a pump malfunction through pump functional test failures. The most likely contributor to the pump malfunction was an identified misaligned poppet rod; such a separation renders the pump inoperable. This displacement or misalignment is indicative of simultaneous compression of the deflation button and the pump bulb. Excessive physical manipulation can damage internal components resulting in component separation or misalignment and subsequent loss of inflation and deflation capabilities. As stated throughout the operating room manual, "do not squeeze the deflation button and the pump bulb at the same time." Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The investigation conclusion code of "failure to follow instructions" was chosen as the damage observed can be traced to the user not following the manufacturer's instructions. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that 3-4 months following the implant of an inflatable penile prosthesis, the patient indicated the cylinders deflated during sex. It always happened on certain positions like missionary and sometimes in other positions, for example, when the woman is on top. Deflation was not total but rigidity was not enough for sex. The patient noticed that if he tried to squeeze the bulb to re-inflate after deflation happened but it would not inflate anymore. Then if he quickly pressed the release button, it would not fully deflate. The patient felt like a little click and then could re-inflate it. Then he was able to have sex again. After 2 minutes it would deflate again and he had to repeat the operation. It looked like a valve issue, like deflate mechanism was activating on its own without pressing the release button.the patient tried to reset the pump multiple times with the surgeon but the issue persisted during intercourse. The physician was unable to recreate the problem in the office. During the office visit, the patient had post operative inflammation and persistent scrotal pain. The inflatable penile prosthesis pump component was replaced.